Event description:
On (B)(6) 2007, I underwent a right hip arthroplasty. I received a depuy hip system consisting of a pinnacle acetabular cup size 54 mm, with the 36 mm x 54 mm metal insert, articul/eze metal on metal femoral head, and a replica hip stem. Since the implantation of the pinnacle device, I experienced severe pain and discomfort when walking, standing, and sitting. I have also experienced swelling in my hip, leg, groin area. Diagnosis or reason for use: de-generative joint disease.